Manufacturer narrative:
Title: implementation of the taperguard¿ endotracheal tube in an unselected surgical population to reduce postoperative pneumonia source: martini et al. Bmc anesthesiology (2020) 20:211 published online: 24 august 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed, an interrupted time-series design compared the incidence of post-operative pneumonia using the taperguard endotracheal tube and a standard endotracheal tube in surgical patients requiring general anesthesia with endotracheal intubation between april 1, 2011 -february 15, 2014. There were 15,388 patients included in this study. It is noted that ventilator-assisted pneumonia occurred in 265 patients and hospital mortality in 186 patients. Article: implementation of the taperguard¿ endotracheal tube in an unselected surgical population to reduce postoperative pneumonia, ross p. Martini.